Event description:
No additional information provided.

Manufacturer narrative:
DHR review: the complaint lot# is 4012560, sku is 383318, assembly in (B)(6) plant1 on 2024.jan.22, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, there is sorting activity for this lot, details refer to quality plan: (B)(4). Return sample analysis: no sample returned; no pictures provided. Retain sample analysis: confirm the retained sample, no product mixing issue detected. Refer to the attachment for retain sample test report possible cause analysis: the complaint reports that 3pcs y-adapter products and 22pcs straight-adapter products mixing in one box. The possible reason for mixing issue is as below: 1. Operator loading a wrong type of product at primary packaging step, with this the unit packaging information should be straight-adapter but actual product is y-adapter 2. Product mixing during sorting activity, with this the y-adapter products should have another lot number. Manufacture procedure in plant have process or control procedure as below to prevent risk as above: 1. The 100% inspection at secondary packaging station can identify a wrong product type for above possible reason 1. 2. Quality plant have related control procedure and risk management for above possible reason 2. There is no sample returned, no images of the mixing product provided, so cannot identify what type of mixing issue for this case. Confirm the retained sample, no mixing detected, so the root cause is not clear.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: saf-t-intima. Device failure: mixed product / lots.

Event description:
No additional information.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in mixed product. It was reported by customer that 3 pieces had 2-ports while the remaining box of 22pieces had 1-port. Image on stevens website was incorrect to what she physically received. Verbatim: hello, we have received the below product problem report. Stevens ref# (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report: product information, product code: 383318, product description: catheter IV saf-t-intima w/prn & 24 x 0.75in yellow bx/25 , lot/serial #: (B)(6), expiry date: 2027-12-31. Problem information: 3 pieces had 2-ports while the remaining box of 22 pieces had 1-port. Image on stevens website was incorrect to what she physically received. Occurrences: 1. Sample information: incident samples: 22 pieces. Representative samples: 3 pieces. No adverse event reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.